Event description:
It was reported that the tip of the screwdriver broke off inside the patient during surgery. The broken tip was retrieved from the patient. The surgery was delayed fifteen to twenty (15-20) minutes due to the broken instrument. Surgical outcome was good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one of the following device(s) was received: cannulated hexagonal screwdriver for 7.3mm cannulated screw (part 314.050 / lot a4eh057 / manufacture date: december 1995). The brown handle has minor marks from routine use, and the distal hex tip is broken off and was not returned. It is unknown what caused the complaint condition, but it is likely that accumulated wear (nineteen plus years of use) and excessive torque was applied to the instrument, causing the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The relevant drawing for the instrument(s) was reviewed and is determined to be suitable for the design and related dimensional conformity. This device was manufactured prior to implementation a design change. This change addressed the issue of tip breakage due to the shaft material. The returned instrument is used to insert 7.3mm cannulated screws, and proper use and maintenance are addressed in the technique guide. The returned device is multi use and is one of two methods for inserting 7.3mm cannulated screw. This complaint is confirmed, and was due to over torqueing the screwdriver. In the failure mode for post design change, shafts twist rather than break when subjected to excessive torque. The current design is determined to be suitable for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device history record for the cannulated screw measuring device indicated (B)(4) parts were shipped on 06december1995. The lot was inspected and conformed to the inspection, final, document. There were no material review reports or non-conformance reports associated with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.